Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to run any tests. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated the issue was resolved through reprogramming. The patient was in normal condition.